Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to perforation, bleeding and cardiac tamponade and. The perforation was confirmed via fluoroscopy and blood pressure. This rv lead was replaced with the same model and never in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to perforation, bleeding and cardiac tamponade. The perforation was confirmed via fluoroscopy and blood pressure. This rv lead was replaced with the same model and never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: describe event or problem.